Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The infusion was programmed to infuse for 4 hours; however, it infused in 2 hours. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction: following review, it was noted that the devices submitted in this report were confirmed to be the devices involved in the duplicate event captured under MFR report # 2016493-2025-110675 and MFR report # 2016493-2025-110302. Please refer to those reports for investigation results.

Event description:
It was reported an over infusion. The infusion was programmed to infuse for 4 hours; however, it infused in 2 hours. There was patient involvement but no harm.although requested no additional information will be provided by the customer, no devices will be returned.